Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return of "no response after boot" and attributed it to the power supply which was changed out. The software was also upgraded and the programmer passed its functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had no response following boot-up. The programmer was returned for service. There was no patient involvement.